Event description:
A complaint was received with regards to 7" (18cm) smallbore ext set w/1.2 micron filter, clamp, rotating luer that experienced leakage during use. The report stated that called to bedside due to blood backing up into PICC line. On further assessment, it was noted that the tpn/il infusion was leaking from somewhere. Able to flush blood through line and clear line with tpn and lipids clamped. Further inspection showed that the line was leaking between lipids and the trifuse. Medical team opted just to replace lipid line.

Manufacturer narrative:
Additional phone number: ; (B)(6) the device has been received. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary received one (1) used b1478 smallbore ext set w/1.2 micron filter attached to one (1) used list #unknown extension set for inspection. No defects or anomalies noted. The b1478 smallbore ext set and list #unknown extension set were leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. A device history record lot # review could not be conducted because no lot number(s) was/were identified.